Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that stimulation on the lead was reducing on its own. As a result patient underwent surgical intervention where in the lead was explanted and replaced. Effective therapy restored post-op.